Manufacturer narrative:
H.10: the most likely root cause of the reported event is traceable to the environmental conditions in which the stirrer motor works, such as high temperatures, humidity, condensation and water infiltration that may lead to corrosion formation at the level of the balls of the stirrer motor bearing preventing the shaft from rotating freely.

Manufacturer narrative:
Patient identifier - ethnicity there was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The fault was traced back to the stirrer motor not rotating freely. The component has been replaced to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during maintenance. There was no patient involvement.